Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sore lumps on breast, breasts always sore [lumps in] armpit¿ and "sore swollen breasts with lumps."

Event description:
Patient reported via regulatory agency "sore lumps on breast, breasts always sore [lumps in] armpit," and "sore swollen breasts with lumps." Device remains implanted. This record is for the left side.